Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of supplied information could not confirm the reported metallosis; however, the information suggests patient adverse tissue reaction. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised for pain. Osteolysis around greater troch and distal end of stem. Pt having metallosis symptoms.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.